Event description:
Additional information received from the manufacturer representative (rep) reported that the patient lost 125 pounds and now would like the implant in a different location. Since it was implanted 7 years ago, the surgeon and patient decided to go ahead and replace the battery now, saving them an additional surgery. No symptoms were experienced. The cause of the need for the ins replacement was that it was 7 years old and nearing end of service.

Event description:
Information received from a manufacturer representative reported that there was an issue with the patient's implantable neurostimulator (ins) pocket. The manufacturer representative reported that the patient's ins pocket was "a little uncomfortable," so plans were made to revise the pocket site. It was noted that the patient had lost 100 lbs in the recent past and that was related to their pocket issue. The manufacturer representative reported that the patient was going to have their ins replaced within the next couple of weeks. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.